Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap cholecystectomy procedure, the device ejected a clip. Another like device was used to complete the case. No pt consequence reported.